Manufacturer narrative:
(B)(4). (B)(4). Results and conclusions summation - balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. There can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Possibly the balloon material was damaged (scratched) during interactions with other devices, or the pt anatomy, such that the balloon ruptured. A conclusive cause could not be determined for the reported balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had no tortuosity and was calcified with 90% stenosis. After another company's stent was implanted, a kissing balloon technique (kbt) was performed with another company's dilatation catheter and a voyager nc. When both balloons were inflated at 10 atm, the voyager nc ruptured. The balloon was changed to another company's dilatation catheter, and kbt was performed. No additional event or pt info is available.